Event description:
It was reported that a short gamma nail needed to be extracted because there was an issue with the fixation screw. The revision surgery will take place in a few days.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.